Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator lower display was erratic. There was no patient involvement.